Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within specifications. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device was monitored for twenty four hours and no blank display anomalies or flashing display noted. The power connector plug in and locked in place properly. No unexpected vibrating noted. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer experienced display anomaly. Customer reported that display screen was flashing and vibrating. Customer's blood glucose was 9.4 mmol/l and was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.